Event description:
The customer received a carton containing 2 bottles of test strips. One of the bottles was open and some of the strips were loose inside the carton. The customer had not used any of the test strips, so no adverse events were alleged. The test strips will be returned for evaluation, as exposure to moisture can cause high test results. Replacement strips were to be sent.

Manufacturer narrative:
A lot number was not provided for the test strips, so it was not possible to determine a manufacture date.